Event description:
It was reported that during an unknown procedure, clip applier would not come out of trocar. The head of the device would not collapse to allow removal as would normally be seen with a ligamax. Also the applier was producing malformed clips. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.